Event description:
The manufacturer was contacted regarding a dreamstation auto CPAP w/hum/cell, dom device with an allegation of black specs inside the humidifier. There were no allegations of patient harm or serious injury, and no medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.